Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy open skin over existing moles. There was no alleged device malfunction contributing to the irritation. The medical outcome is unknown. Reporting out of abundance of caution.